Event description:
It was reported that the catheter was difficult to expel, and sheared apart when removed from the patient.

Manufacturer narrative:
The catheter was returned in three segments. One segment was split in half. Damage to the catheters can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling. A review of the manufacturing records was not possible as no lot number was provided.